Manufacturer narrative:
Device history reviewed. Device history review found the product met specifications when released for distribution. Analysis: received in an explant kit; not jar, in a specimen container in formalin. The non-coronary cusp is open. The left and right cusps are slightly retracted. All leaflets are slightly stiff but flexible. A small, deep perforation in the right cusp adjacent to the margin of attachment appears to be due to a sharp object which possibly occurred during implant. Review of the device history record shows that this product met mfg specifications when released for distribution. Conclusion: user interface likely contributed to the event. Hole in leaflet appears to be from a sharp object, which likely occurred at implant. Product replaced without reported complication.

Event description:
Medtronic received info that this bioprosthetic valve was abandoned at implant when a trans-esophageal echo demonstrated that the valve was incompetent. The valve was replaced without reported complication.